Manufacturer narrative:
(B)(4).

Event description:
Information was received from consumer receiving fentanyl, bupivacaine and dilaudid, dose and concentrations not reported via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. The patient reported that they experienced withdrawal from the medication (B)(6) 2015. The patient did not realize what was going on. The healthcare provider read the pump in (B)(6) 2015 and stated the pump stopped working, motor stall. The pump was replaced (B)(6) 2015.